Event description:
Additional information was reported by the healthcare professional on (B)(6) 2016. It was reported that seroma accumulation was seen on an ultrasound and the seroma was drained on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a product surveillance registry regarding a patient receiving dilaudid (30.0 mg/ml at 6.327 mg/day), bupivacaine (20.0 mg/ml at 4.218 mg/day), and fentanyl (250.0 mg/ml at 52.72 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On examination (B)(6) 2015, the patient had a seroma collection overlying the intrathecal pump. The seroma was aspirated (135cc of serous fluid). On examination (B)(6) 2015, there was a recurrence of the seroma. The seroma was drained (147cc of serous fluid). Examination on (B)(6) 2015 found considerable fluid present over the pump. The seroma was aspirated (125cc clear, yellow serous fluid aspirated and discarded). When viewed under ultrasound on (B)(6) 2016, seroma fluid was present preventing the pump from being refilled; 60cc of clear yellow seroma fluid aspirated. The event outcome was noted to be ¿ongoing¿. The clinical diagnosis was ¿pump pocket seroma¿. The event was possibly related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare provider (hcp) via a clinical study reported the patient was examined on (B)(6) 2016 and there was fluid overlying the pump with a seroma seen on ultrasound. The seroma was drained on (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016. The patient was examined again on (B)(6) 2017 and there was still fluid over the pump with seroma accumulation. The seroma was again drained on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated intervention included medical or non-surgical therapy where the seroma was drained on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported during an exam on (B)(6) 2017 a small seroma was noted, but not aspirated since it did not cause problems accessing the pump. During an exam, on (B)(6) 2018, the patient stated the seroma was decreasing and not causing the patient distress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the seroma was not determined. It was noted the seroma collection was overlying intrathecal pump. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. It was reported that the event resolved without sequelae on (B)(6) 2018.